Manufacturer narrative:
Upon receipt, the ICD and the lead under complaint were subjected to an extensive analysis. Only the proximal fragment of this lead and an ide lead were returned. With regard to the issues mentioned in the complaint description, the analysis of the ide lead did not show any deviations from the technical specifications. During investigations of this lead the inner coil exhibited signs of arc-over at the distal end of the proximal lead fragment. In this region the conductor cables to the proximal and distal shock coils showed traces of molten material. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the conductors of the linox smart were shorted while the lead was cut during the explantation procedure which most likely let to a shock delivery. This assumption is consistent with the analysis result of the ICD. The analysis of the ICD and the lead did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - this device could not be interrogated following the sudden death of the patient on (B)(6) 2015. The system was returned for analysis. The cause of death was not provided. The date of implant was not provided.